Event description:
The customer reported a failure to deliver energy during cardioversion. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported a failure to deliver energy during cardioversion. No adverse patient impact was reported. There were no strips provided by the customer. In 2008, philips evaluated the device and there is no information that supports a malfunction occurred. The hsxl IFU instructs the user to select an ECG lead that provides the clearest signal and the largest qrs complex. It also instructs the user to adjust the ECG size so that an r-wave marker appears only once with each r-wave (hsxl IFU, ed. 3, page 7-6). The customer was notified of these results. We are considering this a user misunderstanding regarding quality lead selection and no malfunction.